Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017, with blood glucose of 700 mg/dl to 800 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer had symptoms like nausea, vomiting, difficulty in breathing and difficulty in speaking. The customer was wearing the insulin pump during the hospitalization. Customer does not allege that insulin pump was under delivering. It is unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.